Event description:
It was observed during device inspection that the plastic distal end cover of the gastrointestinal videoscope had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: d8, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that using the high energy endo therapy accessories without maintaining enough distance from the tip of the endoscope caused the reported event. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf 190 series operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ instructions for gif/cf/pcf 190 series operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿ ¿high frequency cauterization treatment.¿ olympus will continue to monitor field performance for this device.